Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message received" (error message given). A nurse reported receiving a system message during surgery. Another system was bought in to complete the case. No pt injury was reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the system message. The supervisor module was replaced. The system was then tested and met all product specifications. The supervisor module was sent for in-house testing. A review of complaints for the last 24 months indicated no add'l, related reports for this system. A review of service requests for the last 24 months indicated no add'l, related reports for this system. The supervisor module was received and is pending eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).